Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012; inratio: 6.1, 2.0. Pt's therapeutic range: 2.0-3.0 inr.